Manufacturer narrative:
The reported field event of oversensing could not be reproduced in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) upon receipt. The reported event of lead connection issue was confirmed. The atrial and ventricular set screws were found to be slightly rounded. Septum material was observed inside the ventricular (df4) set screws hex cavity. The issue was consistent with having occurred during the procedure. Functional testing of the device was normal.

Event description:
It was reported, that during an in clinic follow-up. The right ventricular (rv) lead exhibited high capture threshold and r-wave amplitude variation. And the pacemaker exhibited far r over-sensing. The lead was explanted and replaced. During the procedure, while attempting to connect the new lead and the pacemaker, it was noted, that the pacemaker's set screw was stripped. The pacemaker was explanted and replaced. The patient was in stable condition.